Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. Customer states that she changed the infusion set and the battery, but the insulin pump still does not work properly. The customer's blood glucose was unknown. The customer said that she would call back in order to troubleshoot. Customer stated that she has a back-up plan. Nothing further reported.